Event description:
Reporter indicated that a dell handheld computer would "re zero all the diagnostics tests it did." The handheld computer and flashcard have been received and are currently awaiting analysis. Good faith attempts for additional information have been unsuccessful to date.